Event description:
The complainant alleged that while monitoring a patient, age unknown, for chest discomfort the ECG display showed only dotted lines and did not give any "ECG lead off" message. The customer was able to obtain another device and continue monitoring with no adverse effect to the pt.